Event description:
It was reported that when using the bd pyxis¿ es server, all pyxis devices experienced a download stoppage, affecting approximately 166 es devices. Some devices were observed to be in critical override and disconnected mode. The customer indicated that their firewall team was investigating the issue. Troubleshooting was performed, including a server reboot by it; however, the issue persisted from the user perspective. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier (UDI) and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that all pyxis device downloads had stopped. A technical support specialist attached the related (B)(4) as the resolved issue, verified in the es server that the data sync service was not running after the it team rebooted the server, enabled the data sync services, and ensured all stations were back online and connected. The issue was monitored for a few days, and as no recurrence was observed, the customer provided permission to close the ticket. The system functioned as intended after the technical support specialist had troubleshot and investigated the device.